Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2017-07215. It was reported the patient had surgery for the trial lead placement. The patient experienced airway difficulty and required medical procedures to open the airway. The surgery resumed with successful placement of 2 new trial leads.